Manufacturer narrative:
Weight: (B)(6).

Event description:
Reportable based on device analysis dated 09oct2018. It was reported that the device couldn't cross the lesion. The 100% stenosed target lesion with the length of 12mm was located in severely tortuous and severely calcified vessel. A guidezilla guide extension catheter was selected for use. During the procedure, the device could not cross the lesion. The procedure was completed with different device. No complications reported and patient is stable. However, device analysis revealed a partial separation in the distal shaft at the collar. Device evaluated by manufacturer. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Inspection revealed tip damage (misshapen), numerous kinks in the hypotube, and a partial separation in the distal shaft that is located at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.